Event description:
It was reported that during a treatment procedure to place a greenfield vena cava filter, the filter capsule fractured. The physician had advanced the greenfield filter to the intended location within the inferior vena cava, but when the filter was deployed, the filter capsule broke off with the filter inside. The physician used a snare to successfully remove the filter capsule. The procedure was completed with a competitor's product. The patient is reported as 'fine' following the procedure; no injury or complications were reported.